Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 18-mar-2025.

Event description:
No new information reported from the customer.

Event description:
The customer later clarified that the previously reported allegation was made in error.

Manufacturer narrative:
This report was sent in error; the customer later clarified that the previously reported allegation was made in error. No new reportable findings have been identified and no emdr is required at this time. If additional information becomes available, then it will be re-assessed for reportability and to determine if an emdr sr is required.

Event description:
It was reported that the subject device tested positive for an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.